Manufacturer narrative:
It was reported that the drape experienced separation on the underside of the operative leg. Due to this, the patient received "extended post- op antibiotics" though no injury or infection has been identified at this time. The patient has been reported as "stable". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Seperation of drape.